Event description:
It was reported that the insulin pump was making noise and alarming. The blood glucose reading was 365 mg/dl. The customer treated with manual injection. The battery was removed for five minutes; customer reinserted a new battery. The insulin pump was still frozen with no advancement of time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.